Event description:
It was reported the lead impedance measurements have slowly increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): performance data were collected from the device. The weekly pacing lead measurement log data shows a gradual increase for the minimum and maximum right ventricular pacing impedance measurements from 400 to 584 ohms between (B)(4) 2011 and (B)(4) 2012.